Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. In may, patient's coumadin dose was around 5 mgs a day. Dosage was increased due to low readings on inratio. In june, coumadin ended up being increased to 10 mgs at a time. On june 16th, patient (who is bed ridden) went for a routine check up and lab inr = 7.49. Patient was taken off coumadin and dosage was taken back down to 1 mg per day. On august 25th coumadin dosage was increased from 1 mg per day to 6 mgs per day after inr = 1.4. September 8th, inr = 1.3. Caretaker was concerned that inr values do not change with dosage change. Patient's therapeutic range is 2.0-3.0.